Event description:
The facility representative reported an infuso.r. Pump with a condition where the "pump stalls during fluid delivery". This condition occurred during testing in the bio-med service department . This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and has found that similar reports for this reported condition have been received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that stalls during delivery was not confirmed nor reproduced during product evaluation. The root cause was not identified. Therefore, no repairs were made to fix the reported condition. A service history review revealed the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.